Event description:
The pin driver broke during surgery when trying to remove one of the tibila resector pins. The pin was able to be removed with a pair of pliers. There was no harm to patient.

Manufacturer narrative:
The device has been returned to orthalign for evaluation by an orthalign engineer, but at this time the investigation has not been completed. Once the investigation is completed a followup report will be filed detailing the conclusion on the investigation, including root cause. Orthalign will continue to monitor this issue and take action when alert limits are exceeded.

Manufacturer narrative:
The device has been returned ot orthalign for evaluation by an orthalign engineer and the investigation has been completed. The complaint was confirmed and the root cause was determined to be possible excessive force or the device being dropped, the device contributed to the reported event but surgical procedure and patient were not impacted.

Event description:
The pin driver broke during surgery when trying to remove one of the tibia resector pins. The pin was able to be removed with a pair of pliers. There was no harm to patient.